Manufacturer narrative:
Additional information reported: patient height is 175 cm. Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to investigate and evaluated the iabp unit. Upon initial inspection, the unit would not power up and the fse noted that the screen was dark, no led lights for power or the helium, and the unit would not go into service mode. The fse removed the cover and found the executive processor board, front end board and casing with charring, as well as smoke indicators. The fse replaced the the executive processor board and front end board, and although the unit would power up, the unit sounded a power fail alarm and had no display. The fse then replaced the power management board, without avail. The fse replaced the backplane board, but the same issues persisted. Following a discussion with a service specialist, it was determined that the software of the executive processor board did not load properly. The fse resolved the issue by replacing the executive processor board and loading the newest software. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after the patient was taken to the ICU from the cath lab, the cardiosave intra-aortic balloon pump (iabp) began to smoke, made a screeching noise and the screen went blank. The end user immediately and successfully switched to another iabp unit. It was further reported that the iabp unit involved was placed out of service and taken to the biomedical department for diagnostics. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: h6(medical device ¿ problem code & component codes). The getinge field service engineer (fse) that had evaluated and repaired the iabp as mentioned in the initial emdr, provided additional repair information. The fse reported that the executive processor board was replaced twice, because when replacing the executive processor board, upon initial power up, it downloaded the software that it has to for all the different boards in the iabp unit. It has to run through the internal download procedure completely. It was not able to completely run through the download procedure because the power management board was defective. The power management board was the initial failure. It caused the failure of the executive processor board. It is expected that the suspected faulty power management board will be returned to getinge's national repair center for failure analysis. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Manufacturer narrative:
Updated field - b4,e1(site country),g3,g6,g7,h2,h4,h6(type of investigation, investigation findings, component code, investigation conclusions),h10. Additional point of contact : (B)(6).